Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards were re-seated and the 5volt power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that both the monitors on the 9600 system would flicker, go black and not display the images. No patient injury was reported.